Event description:
Patient underwent an abdominal aortic aneurysm repair on (B)(6) 2010. Grafts were deployed per instructions for use with no patient complications and was discharged with good results. Patient was followed for two years with no issues or endoleaks. Patient returned on (B)(6) 2014 for fourth year follow up. The physician noted a type 1a endoleak and noted it is a result of the patients progressive disease and not the performance of the graft. At this time no intervention is expected due to the patients poor health. Patient to be observed and if sac size increases an explant procedure may be scheduled.

Manufacturer narrative:
During investigation, a review of complaint history, specifications and trends was conducted. The product was not returned for evaluation and the customer did not provide any images of the device or case anatomy. The customer so did not, provide a lot number of the complaint device so a manufacturing record could not be-located for investigation. According to the customer, the patient underwent an aaa repair on (B)(6) 2010. Grafts were deployed per IFU with no patient complications and was discharged with good results. Patient was followed for two years with no issues or endoleaks. Patient returned on (B)(6) 2014 for fourth year f/u. The physician noted a type a endoleak and noted it is a result of the patient's progressive disease and not the performance of the graft. At this time no intervention is expected due to the patient's poor health. The root cause of the complaint can be ascribed to progressive disease. The appropriate internal personnel have been notified we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.